Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. System check could not be completed at time of call. Multiple attempts were made by tandem technical support to follow up with the customer to complete troubleshooting, but no response was received. Customer's blood glucose was between 200-250 mg/dl at time of alarm. No additional information was provided.